Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 8/16/2021 h.6. Investigation: customer returned (14) open 32gx4mm bd pen needles without tear drop labels attached. The consumer reported needle clog during injection. All 14 returned pen needles were examined, and it was observed that 8 pen needles exhibited a bent non-patient end (npe) cannula, 5 a broken npe cannula, and 1 a straight npe cannula. The sample with the straight npe cannula was tested for flow using a test pen injector: the sample was able to expel properly. No evidence of manufacturing defect was observed on returned samples. The bent and broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged. Since all 14 samples were returned after use the probable cause of the bent and broken npe cannulas is user related. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro was unable to deliver insulin or medication. The following information was provided by the initial reporter :   the consumer reported needle clog during injection. Date of event : unknown samples : available

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro was unable to deliver insulin or medication. The following information was provided by the initial reporter :   the consumer reported needle clog during injection. Date of event : unknown. Samples : available.